Event description:
Spacelabs was notified that the xhibit telemetry receiver (xtr) system did not alarm for an episode of ventricular tachycardia at 13:51. The biomedical engineer reported that alarms were generated as expected when the patient experienced two later episodes of ventricular tachycardia. No patient injury was reported.

Manufacturer narrative:
A spacelabs field service engineer (fse) was dispatched to further evaluate the reported failure to alarm issue. During the evaluation it was found that both visible and audible alarm notifications worked as expected. Proper device operation was observed. Upon receipt of the report, a spacelabs technical support engineer remotely connected to the customer''s ics server to save a copy of the patient''s database record to be evaluated as part of this investigation. Spacelabs is currently working with the customer to retrieve the backup file. A supplemental report will be submitted in accordance with 21cfr 803.56. After the backup file is received and evaluated.